Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part:07.702.016s. Lot:3a53581. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: 17 jan 2023. Expiration date: 01 jan 2026. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1 initial reporter address line 1: (B)(6). G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in france as follows: it was reported that on (B)(6) 2024, during a kyphoplasty (surgical procedure to repair a spinal fracture), staff wanted to use a vertecem v+ cement system but it was impossible for staff to fill the syringes with cement. The cement was impossible to mix and despite the suction of the syringe, the cement remained in the cement system. Staff had to apply excessive force to try to get the cement to the syringe, but this caused the plunger to break. The service had to change the cement system with the same reference but unknown lot number, which caused a loss of time. This problem did not cause clinical consequences for the patient. This report involves one (1) vertecem v+ cement kit. This is report 1 of 1 for (B)(4).

Event description:
It was further reported that although an estimate of the additional intervention time this incident caused is known, it was a significant loss of time. The surgery was completed successfully using another cement system of the same reference.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.